Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer could not clear their no delivery alarm. The customer also stated the alarm was preventing them from rewinding their insulin pump and changing their reservoir. The customer's blood glucose was 400 mg/dl. The customer had treated their blood glucose with the insulin pump. No additional information provided.